Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of swelling/ballooning is confirmed and was determined to be use related. One single lumen 4.2 fr broviac catheter was returned for evaluation. An initial visual observation showed the catheter sample was returned in three segments. Use residue was observed on the cuff of the sample and suturing material wrapped around the catheter just proximal to the cuff. Hard particles, that are most-likely dried residue, were felt within the middle catheter segment during tactile evaluation. The catheter segments were flushed and pressurized with a 12 ml syringe of water. The proximal segment was patent to infusion; however, when it was pressurized, ballooning was observed just distal to the proximal oversleeve and did not deflate once the pressure was removed. The middle segment was observed to be occluded and a leaking was observed approximately 0.5 cm distal to the proximal end of the segment. The distal segment was found to be patent to infusion and no leaks were observed during pressurization. A microscopic observation revealed multiple small, jagged splits at the location of the leaking observed during functional testing of the middle segment. Some superficial damage was observed surrounding the splits. The sample was dissected in order to observe the inner wall of the catheter, however no additional damage was observed on the inner wall in the area of the splits. Striations were observed on one half of the break surfaces of each segment and the other half of the break site surfaces were observed to be tapered and granular in texture, indicating the catheter was cut and then tensilely broken at these points. Residue could be seen through the ballooned section of the proximal segment of the catheter. The location, number, and features of the splits observed near the proximal end of the middle segment of the catheter indicate the catheter was mechanically damaged by an instrument at some point prior to insertion of the catheter or while in situ. These splits likely allowed bleedback which occluded the catheter and ultimately caused over-pressurization and ballooning of the catheter. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smoothedged atraumatic clamps or forceps.¿ and ¿do not use the catheter if there is any evidence of mechanical damage or leaking.¿

Event description:
It was reported that while ministering the infusion through the catheter, resistance was felt and the clamping sleeve started swelling. The catheter was removed. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported that while ministering the infusion through the catheter, resistance was felt and the clamping sleeve started swelling. The catheter was removed. No patient harm was reported.